Event description:
Prior to introducing the product into the patient, particulate matter was observed on the catheter. It appears to be particulate matter from the same tubing. The product was not clinically used and there was no patient injury reported with the event.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.